Event description:
Additional information received further reported that the pump would not deflate.

Manufacturer narrative:
H6 code corrections: a27 "appropriate term/code not available" updated to a0406 "material deformation" (to capture cylinder aneurysm) and a1401 "deflation problem". E0501 "aneurysm" updated to e2403 " no clinical signs, symptoms or conditions".

Manufacturer narrative:
A titan pump, two cylinders, and two reservoirs were received for analysis. Partial separations within abrasion were noted on the inlet tube of the pump. These are not sites of leakage. Abrasion was also noted on all pump tubing. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were note with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubing of the pump had overlapped and abraded against one another. In addition, enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an aneurysm with the right cylinder.